Manufacturer narrative:
The investigation for the low pump flow and stroke has been completed. The pump was not returned for investigation. The data log shows low pump flow at the start of the case, with a placement signal trend and active suction alarm. No motor current spikes or positioning issue observed with low flows. According to clinical, multiple blood products were given after the reported low flow event and ECMO device was also used during impella support. The cause of the low pump flow issue was most likely patient condition related. The root cause of the stroke could not be determined without additional clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Low pump flow was encountered at the time of implant and was subsequently followed by a stroke. The patient was cannulated on extracorporeal membrane oxygenation (ECMO) one day prior to impella 5.5 implant. The impella 5.5 was placed and positioned free of structure. However, the patient had limited flow. Multiple blood products were given and ECMO flow was reduced. Additionally, approximately three days later a computed tomography scan detected bilateral microembolic phenomena with decreased frequency after addition of oxygen consistent with cavitation from mechanical circulatory support systems. The patient was on both ECMO and impella 5.5 when the medical staff stated an air emboli was found in left frontal lobe. Deficits improved with high-pressure oxygen delivery and time. The plan to de-cannulate ECMO and maintain the impella 5.5 was noted. The patient's outcome was noted as stable.